Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transverse colectomy, at the third firing, after the reported product was fired on the middle colic vein, the clip could not be released. The physician attempted to remove the device by re-squeezing the handle and pulling the device with a "slightly" force, etc., but was unable to release the device, so he transferred to laparotomy. After that, he released each black part which stored the clip from the applier and pulled it with a "slightly" force, the device was first released from the storage part of the clip. However, because bleeding occurred, the physician used his hands to stop bleeding so he could not collect the clip itself. After that, the 12mm clip was collected from the patient¿s cavity, but actually it was the 8mm clip which could not be released. Regarding the storage parts of the clip, it was unknown which one was the reported product so all of them were collected. The fixing pin was not disengaged from the jaws was low, because the physician squeezed the handle several times. And among the collected clip storage parts, it was found that when the 8mm clip was pushed out, the transparent pusher which stopped at a quite front position. The part fell into the patient's cavity and could not be retrieved. The surgical time was extended by more than 30 minutes. Additional tissue resection was required due to the issue. There was tissue damage. The device was removed from the tissue by force and tissue damage was caused.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.